Manufacturer narrative:
One opened/used enlite sensor was inspected and a continuity resistance test was performed. The sensor passed per specifications. Bicarbonate buffer test was also performed, however it failed with high readings. Unable to perform or reproduce skin irritation in lab.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 88 mg/dl and the sensor glucose was below 60 mg/dl at the time of the incident. Customer was getting alerts throughout the night saying she had low blood glucose below 60 mg/dl. Customer woke up due the insulin pump stopping the basal rates. Customer's blood glucose was over 200 mg/dl. Customer also mentioned issues with calibrating the sensor with the meter. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor was returned for analysis.